Manufacturer narrative:
Failure analysis noted that the pump had no button response due to moisture damage on keypad traces. They were unable to confirm the unexpected battery out limit alarms due to the keypad anomaly. The pump had cracked reservoir tube lip, cracked battery tube threads and scratched display window. There was no moisture damage on the electronic assembly.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 248 mg/dl at the time of incident. The customer stated that the pump got wet in the pool but was fine until they tried to put insulin. It kept pumping and alarmed battery out limit. They were unable to clear the alarm because none of the buttons worked. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.